Event description:
Customer reported that his blood glucose is over 200 mg/dl and the insulin pump is not working properly. Customer stated that his insulin pump is constantly alarming and he was unable to clear it. It had keypad anomaly. Troubleshooting was performed and advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.